Manufacturer narrative:
Product analysis : analysis confirmed the initial complaint that programmer does not power up. Power supply defect. Touchscreen assembly broken. Media door broken. Bullets missing. Keyboard hinges broken. The touchscreen is no longer available as a replacement part. Therefore, the programmer will be scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer did not have any power. The programmer was expected to be returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.